Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the customer filled the cartridge with 100 units of insulin. The customer added additional insulin and re-loaded the cartridge to resolve the issue. In addition, it was reported that the customer experienced a blood glucose (bg) level of 38 mg/dl. Cause for low bg was unknown. Customer required assistance addressing low bg level with carbohydrates and manual injections. Recommendation was made to consult with a healthcare provider to discuss diabetes management.